Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) levels increased to approximately 400 mg/dl after more than 48 hours of pod wear. The patient reported feeling sick while driving and, after pulling over, received assistance from a nearby nurse who helped contact emergency medical services. The reported bg level was measured by emergency responders. Reported symptoms included vomiting. The patient was admitted to the hospital on (B)(6) 2025, where he was treated with rapid and short-acting insulin and fluids. It was further reported that the patient received an automated delivery restriction (adr) alarm on the date of the event. The adr alarm is a feature designed to temporarily remove the user from automated mode when blood glucose values are high, low, or missing due to absent sensor readings. The patient was discharged from the hospital on (B)(6) 2026. The patient further reported that he did not administer boluses for meals or correction doses and stated that, during training, he was not instructed on how to deliver insulin using the pump. The patient additionally reported that his healthcare provider instructed him to manage insulin delivery via injections until further evaluation could be completed with his endocrinologist.